Manufacturer narrative:
(B)(4). The analysis found that one pce60a device was returned in good visual condition and with no cartridge reload loaded on the device. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the manual override system; the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The knife reverse button and manual override worked as intended during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a wedge resection procedure, the first device failed after the ninth firing with a green cartridge. The blade stuck in the forward position. They used the reverse switch and it failed. The manual override also failed. Finally a piece of the lung was cut to remove the device from tissue. A second device had the same issue. It was not reported if that one was on tissue. The surgeon stated the device grinded to a halt, and then would not open. Buttressing materials was not used; it was not fired near an existing clip. No adverse patient consequence.